Event description:
A medtronic rep reported the system was intermittently showing axiem communication error. The procedure was completed with the use of the fusion navigation system. There was no harm to pt reported.

Manufacturer narrative:
Pt info not provided as no pt was present. RMA issued. Medtronic rep reports the error was resolved after a re-boot. Axiem integrated 4 port system was replaced (B)(4)-2011.